Manufacturer narrative:
(B)(4). Concomitant products: guide wire: traverse mg 175; guide catheter: brite tip 8f jl4 sh, filtrap; stent: xience prime 3.5x28. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the during a procedure to treat a de novo lesion in the proximal right coronary artery with moderate tortuosity, mild calcification and 90% stenosis in an unstable angina pectoris patient, a 2.0x15 non-abbott dilatation catheter was used for pre-dilatation. A 3.5x28 xience prime stent was implanted at the target lesion. A 5.0x12 nc voyager dilatation catheter was advanced without resistance and post dilatation was performed successfully, two inflations at 18 atmospheres for 15 seconds. The balloon was completely deflated without issue and pulled back to remove from the patient anatomy smoothly; however, at the distal end of the non-abbott 8f guide catheter the voyager nc became stuck with the guide catheter and could not be pulled into the guide catheter; therefore, all devices were removed as a single unit from the patient anatomy. The procedure was successfully completed without additional dilatation. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. Reportedly, the physician successfully inflated and deflated the voyager nc dilatation catheter outside of the patient anatomy. No additional information was provided.